Manufacturer narrative:
Alleged failure: set up 2 towers turned everything on and the e43 code appeared the failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was found that the device had blown components resulting in the potential for a thermal event.

Manufacturer narrative:
Alleged failure: set up 2 towers turned everything on and the e43 code appeared. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was found that the device had blown components resulting in the potential for a thermal event.